Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure in (B)(6) 2023. The procedure was performed under monitored anesthesia care. Fiducial markers were placed transperineally prior to the implant. The patient had been getting 5040 pelvis 70gy in 28 fractions with simultaneous integrated boost. Upon review of the magnetic resonance images (MRI), the radiologist felt there might be very early rectal wall infiltration, if any. The patient was asymptomatic. It was also reported the physician planned to go ahead and treat the patient.